Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification. (B)(4).

Event description:
It was reported that the patient presented to the ER after receiving multiple inappropriate shocks for atrial flutter that was oversensed on the rv sense channel. Diagnostic imaging revealed that the rv lead had dislodged along with twisting near the pocket, consistent with twiddler's syndrome. Lead was extracted and replaced. Trace pericardial effusion was noted via transesophageal echocardiogram and not did grow during procedure. Patient was stable post-procedure.